Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. At the customer's request, physio-control replaced the device's internal battery and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself unexpectedly. The device was plugged into ac power when the reported issue was observed. There was no patient use associated with the reported event.